Event description:
It was reported that the instatrak 3500l system had a software problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep found the system was up but no pt data was present. The service rep rebuilt the system data base and all pt info was restored. The system operates as intended.